Event description:
(B)(4). Event occurred in the united states. The patient reported that while sitting at his desk, he had high blood glucose level. He got up to grab the pump to check his level, pulled out his belt and noticed that the tubing had detached from the tubing connecter cap. This is the second time that it had happened. The site was patient's right buttocks and the pump was located on the right hip. The infusion was used for about 24 hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.